Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2021-04770. Related manufacturer reference number:1627487-2021-17279. It was reported that the patient experienced stimulation at the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Impedances were checked intraoperatively and multiple contacts had high and low impedances. As a result, the physician replaced the right lead extension to address the issue. It is unknown which extension was replaced; therefore, both extensions are being reported.